Event description:
The distributor reported contamination was identified in the barrel of the syringe within the kit during their initial inspection of received product. The device was not sent to a user facility.

Manufacturer narrative:
Device eval: one used suspect device was returned for eval. The device history record was reviewed and found no exception documents. The complaint database was reviewed and found two similar complaints for this lot number. The device was examined visually, one single particulate larger than the acceptance criteria was found. The complaint is confirmed. The root cause is attributed to the mfg process. A follow-up report will be submitted if more info becomes available. Method: actual device evaluated. Process eval. Visual inspection. Results: dust or dirt problem. Mfg process problem. Conclusions: mfg deficiency.